Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the peel-away sheath body damaged in use.

Event description:
The customer reports: sheath introducer inserted dilator removed tried to insert PICC would not go in, pulled PICC out and tried to reinsert dilator and could not advance. Pulled out sheath and notice hole in the sidewall of sheath.

Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath and dilator for evaluation. The devices contained obvious signs of use in the form of biological material. Visual examination of the sheath body revealed a small hole/separation along the score lines. The opposite side of the sheath in the same corresponding location also contained a crease, indicating that the sheath was bent, causing a hole to form. This damage is typical when undue force is applied when inserting the sheath. No defects or anomalies were found with the returned dilator. The returned sheath contained a small hole 54 mm from the distal tip. The total length of the sheath body measured to be 2.76" which is within specifications of 2.625-2.875" per product drawing. The outer diameter of the sheath body measured to be 0.08" which is within specifications of 0.067-0.087" per product drawing. The inner diameter of the distal tip of the sheath measured to be 0.060" which is within specifications of 0.060-0.061" per product drawing. This indicates that the wall thickness measured within specifications. The returned dilator was able to pass through the returned sheath with minimal resistance. A lab inventory catheter was also able to pass through the returned sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip.". The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. The sheath contains a small separation along the score lines and a crease mark on the opposite side. This damage is consistent with undue force being applied while inserting the sheath. A device history record review was performed with no relevant findings and the sample passed all relevant dimensional and functional testing. Based on the sample received, unintentional user error (undue force) caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: sheath introducer inserted dilator removed tried to insert PICC would not go in, pulled PICC out and tried to reinsert dilator and could not advance. Pulled out sheath and notice hole in the sidewall of sheath.